Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 600 pro instrument, and identified the failure mode as multiple hardware. The fse replaced the flow cell, sample probe, carbon bridge, cleaned drain valve and flushed lines with 10% bleach which resolved the issue. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneous patient result for sodium (na) on their unicel® dxc 600 instrument. The erroneous patient results were reported out of the laboratory and were later amended. There was no affect to patient treatment in connection to the event. Quality control was within the laboratory¿s established ranges prior to event. The customer provided data for seventy-one (71) patient samples.